Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went through the court security scanner the other day and left their implantable neurostimulator (ins) on and felt warmness in the implant area. The patient had not noticed any other therapy changes and wanted to know if they ruined their ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. (B)(4).